Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a laser ablation procedure. It was reported that in tra-operatively, it was noted the cooling tubing appeared to have too much glue and saline would not flow. The site swapped to another disposable that was available. There was no impact on the case and they proceeded as normal with less than five minutes delay. The extension tubing was disposed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.